Event description:
The hosp reported that during endoscopic vein harvesting procedure. The c02 did not fill the tunnel fully and the tunnel collapsed. The physician had to do an open technique to harvest the saphenous vein. The procedure was completed without any additional complications to the pt.